Event description:
It was reported that occlusion alarms occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.